Event description:
It was reported that the pump was close to wearing through the skin. It was irritating her skin and hip. The cause of the issue was due to patient anatomy. It was not due to incorrect placement. A pump pocket revision was done on 2015-(B)(6) to make the pump deeper. The pump was moved a bit higher on the abdomen and anchored down with sutures. The patient¿s status at the time of the report was ¿alive ¿ no injury.¿ as of 2015-(B)(6), the patient was getting effective therapy. The type of medication being delivered via the device system was lioresal. Additional information has been requested regarding any troubleshooting performed, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).